Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A material manager reported that following an intraocular lens (iol) implant procedure, the patient experienced "blurry vision" and "not clear". The iol was exchanged for a different lens within six months after the initial implantation. The clinical reason for the iol exchange was reported as myopia and residual astigmatism. Additional information has been requested.